Manufacturer narrative:
Product event summary: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several critical battery alarms and premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - battery. Battery / (B)(4) / model #:1650- / expiration date: 02/28/2015, UDI: n/a, device available for evaluation: yes, return date: 12/07/2015, device evaluated by manufacturer: yes, device manufacture date: mfg date: 02/28/2014, labeled for single use: no. Brand name: heartware ventricular assist system - battery. Battery / (B)(4) / model #:1650- / expiration date: 02/28/2015, UDI: n/a, device available for evaluation: yes, return date: 12/27/2015, device evaluated by manufacturer: yes, device manufacture date: mfg date: 02/28/2014, labeled for single use: no. Brand name: heartware ventricular assist system - battery. Battery / (B)(4) / model #:1650- / expiration date: 03/31/2015, UDI: n/a, device available for evaluation: yes, return date: 12/07/2015, device evaluated by manufacturer: yes, device manufacture date: mfg date: 03/31/2014, labeled for single use: no. Brand name: heartware ventricular assist system - battery. Battery / (B)(4) / model #:1650- / expiration date: 04/30/2015, UDI: n/a, device available for evaluation: yes, return date: 12/27/2015, device evaluated by manufacturer: yes, device manufacture date: mfg date: 04/30/2014, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, for about a month, the controller frequently displayed multiple "red critical battery alarms." Disconnecting and reconnecting the same battery would resolve the alarm with the battery showing three to four bars of power. Four batteries and the controller were replaced. No patient complications have been reported as a result of this event.